Event description:
Rn was removing the patient's peripheral IV upon discharge when part of the IV tubing broke and remained in the patient's cephalic vein. The retained piece had to be surgically removed.